Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for alleged prime/fill anomaly found on (B)(6) 2023.pump received with a damaged battery cap contact. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No prime/fill anomaly noted during testing. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump was cut to perform visual inspection found moisture damage on the battery tube, pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Prime/fill anomaly was not confirmed. Battery cap contact damage was confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was unable to complete the rewind and load reservoir process. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer had discontinued the use of the device. The insulin pump will be returned for analysis.